Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Pt found fluid leaking into the cycler at the end of her treatment. Sample is available.

Manufacturer narrative:
The device was not returned to the MFR for physical eval, and the lot number was not available to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over within one month prior to the date of the event. A companion sample from the same lot was returned for investigation and no defects were noted. In addition, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.